Event description:
Failed aortic valve delivery system. Aortic valve deployed into aorta, sheath malfunctioned and had a hole in it and deployed outside of the sheath. Physician had to deploy a second valve due to the malfunction.